Event description:
A false positive advia centaur xp troponin ultra result was obtained for a pt sample. The pt was redrawn twice and tested. The results were negative. The physician questioned the initial result. The initial result was from a pour off tube. The customer tested the original tube and the result was negative. It is unk if pt treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer's site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result is unknown. The instrument is performing within specifications. No further eval of the device is required.